Event description:
During the inflation of the balloon, whilst the catheter was in the patient after insertion, the balloon burst. Clinical consequence: the catheter was removed from the patient. The staff did not notice any obstacle during the insertion of the catheter. We did not re-catheterized the patient. I cannot provide the size of the catheter [ch 14 and ch 16 lot # 20eg12 were delivered to this hospital]. The device was discarded.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot (s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore,no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed .

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the inflation of the balloon, whilst the catheter was in the patient after insertion, the balloon burst. Clinical consequence: the catheter was removed from the patient. The staff did not notice any obstacle during the insertion of the catheter. We did not re-catheterized the patient. I cannot provide the size of the catheter [ch 14 and ch 16 lot # 20eg12 were delivered to this hospital]. The device was discarded.